Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was broken. A field service engineer adjusted the frame, changed the road train for a row and changed retractor flat cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had broken drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and reported there was no delay issuing medication. There were no adverse events or injuries reported based on this event.